Manufacturer narrative:
(B)(4). The catalog number and the lot number were not provided by the user facility. The device sample was discarded by the user facility.

Event description:
The customer alleges that the catheter snapped while in use. No patient injury reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer did provide a photo for evaluation. The photo was examined and what appears to be the hub of the distal extension line is visible. The hub is separated from the extension line extrusion. However, the extrusion is not visible and the point of separation cannot be examined to establish a probable cause. No other defects or anomalies were observed. A device history record review could not be performed as the product code and lot number were not provided. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did provide a photo confirming a separation of the distal extension line. Without the actual device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the catheter snapped while in use. No patient injury reported.